Manufacturer narrative:
Analysis received the unit with unresponsive button due to keypad connector on lcd board. There was no moisture damage found on the keypad traces, electronic assembly, or motor assemblies. There were no missing segments noted on the display screen.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.